Manufacturer narrative:
Other relevant device(s) are: product ID 977a26, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient had increased pain for one week and x-rays showed lead migration. A contributing factor that might have led to the issue is the report that the patient went golfing. To resolve the issue, the rep reprogrammed evolve based on the updated x-ray images. Surgical intervention was not planned and the patient was alive with no injury at the time of the event. There were no further complications reported or anticipated.